Event description:
It was reported that the right ventricular (rv) lead exhibited ventricular oversensing. The rv lead was reprogrammed to adjust the s ensitivity parameters and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).